Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 3.5 cm to 4.0 cm from the electrode tip which exposed the outer coil. This likely contributed to the sensing anomaly experienced in the field. The abrasion was consistent with constant friction with another implantable device.

Event description:
It was reported that during a routine device upgrade procedure, the right atrial lead exhibited a sensing anomaly. The lead was explanted and replaced.